Event description:
See initial report.

Manufacturer narrative:
D.4: through follow-up communication livanova learned that the previously provided serial number was incorrect. The d.4 section has been updated with the correct serial number (B)(6) and the h.4. Section has been accordingly adjusted. A new mast roller pump was provided to the customer, the complained one was removed from service and returned to livanova for further investigation. The reported condition was not confirmed via visual and functional testing. Based on the available information it cannot be ruled out that an accumulation of dirt or dust may have caused an intermittent malfunction at the occlusion mechanism.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The affected pump was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump had a rotor problem during procedure. There was no report of patient injury.